Event description:
Meter name: one touch ultra, strip name: lifescan ot ultra, meter code: unk. Strip code: unk. Strip storage: unk. Symptoms are: none. A pt reported that their medication was changed due to low readings on meter. Customer was unaware that their meter was set in mmol/l. Pt's meter allegedly had an apply sample message. The result on their meter was 5.2mmol. The result on the ER meter was 171mg/dl. The time difference between pt's meter and ER meter was 3 hrs. Customer did not receive any treatment. But since pt's 5.2mmol/l reading was interpreted as 52mg/dl, pt's medication dosage was changed. No further info has been reported.